Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please clarify "stapler line didn't work", staples didn't form mostly looked goal post / legs straight. But some malformed. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Mostly goal post. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Whole line looked similar ie goal post but some malformed. Is the current patient status known? Patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that the powered plus stapler was fired across the lung, came to a stop half way then the surgeon continued to try to fire the device. The metal on the anvil came apart, stapler line didn't work. Replace with like stapler to complete case.

Manufacturer narrative:
(B)(4).batch # t5dy8j. Device analysis: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.